Event description:
Independent repair center states unit is alarming or red light. Key failure is pilot valve leaking. Additional malfunctions are the tie straps are defective and the cabinet filter and inlet filter are dirty/stained.